Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2005 the patient underwent surgery for repair of a right inguinal hernia. As reported, a perfix plug, reference number 0112760 and lot number 43kod438 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017 the patient underwent an "additional surgery to repair recurrent hernia and to remove the perfix plug." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 12 years 3 months post implant of perfix plug, patient was diagnosed with material deformation and hernia recurrence thereby underwent repair with mesh removal of perfix plug onlay patch. Per op notes, ¿onlay patch had folded upwards and was excised¿. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2005 the patient underwent surgery for repair of a right inguinal hernia. As reported, a perfix plug, reference number 0112760 and lot number 43kod438 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017 the patient underwent an "additional surgery to repair recurrent hernia and to remove the perfix plug." As reported by the attorney, the perfix plug used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per medical records: (B)(6) 2005 - patient was diagnosed with right indirect reducible inguinal hernia thereby underwent open repair with the implant of perfix plug on (B)(6) 2005. Per operative notes, ¿an indirect hernia sac was identified and was separated from cord structures. A perfix plug was placed within the internal ring. The indirect ring was then imbricated by suturing the internal oblique muscle fibers to the shelving edge of the inguinal ligament, incorporating one bite of the plug to avoid migration. Once the internal ring was reconstructed, an onlay mesh was placed medially to the pubic tubercle and sutured.¿ (B)(6) 2017 - patient had right inguinal pain. (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with excision of perfix plug onlay patch. Per operative notes, ¿the onlay patch had folded upwards and this was excised. There seems to be a herniated defect just superomedial to the onlay patch which was closed by approximating the conjoint tendon to the actual mesh (perfix plug) to cover up the hole and sutured.¿ attorney alleged that the patient had pain, hernia recurrence and emotional injuries.